Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the lead memory indicated rv (right ventricular) oversensing. Beginning (B)(6) 2016, t-wave oversensing (twos) was identified in non-sustained ventricular tachycardia (nsvt) and ventricular fibrillation (vf) episodes. Analysis of the lead memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(6) 2016, t-wave oversensing (twos) was identified in non-sustained ventricular tachycardia (nsvt) and ventricular fibrillation (vf) episodes which lead to an inappropriate shock. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, diminished sensing, t-wave oversensing (twos), and gave the patient an inappropriate shock due to the twos. An additional rv lead was added to the patient's rv septum as a pace/sense lead and the rv and superior vena cava (svc) coils remain in use on the existing rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.